Manufacturer narrative:
D.4. Medical device expiration date: unknown. E1. Address information was not provided, therefore, xx was used as a place holder. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that rust was found on a bent unspecified bd intima ii¿ IV catheter prn adapter was leaking. The following information was provided by the initial reporter, translated from chinese to english: "the patient was admitted to our hospital due to respiratory failure and was implanted with an intravenous indwelling needle as prescribed by the doctor. The needle insertion and puncture process were smooth, and the leakage of the needle was visible after fixation, and it was replaced without any abnormality."

Manufacturer narrative:
A complaint history review cannot be performed as no material and batch/lot number was provided a device history record(DHR) review could not be performed as no material and batch/lot number was made available for this reported event. A retain sample analysis review could not be performed as no material and batch/lot number was made available for this reported event. Based on the limited information received from the customer, following multiple attempts a-eura (B)(6) rev 15 could not be reviewed appropriately; based on the customer¿s description it is difficult to deduce a defect on which they are reporting and connect it to a failure mode in the risk management documentation. The outcome of harm described of leakage is assessed at multiple points in the rmf. Root cause couldn't be determined due to unavailability of sample, material and batch/lot number information. H3 other text : see narrative.

Event description:
No additional information provided.